Event description:
Reporter alleged a discrepant blood glucose result of 98 mg/dl back to back with a result of 200 mg/dl on the active s system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated she no longer has the strips and so, no product will be returned for evaluation.